Manufacturer narrative:
Continued e.1. Phone number:(B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. ¿ fever: unable to observe as it is not related to the device. As per the investigation procedure, observed broken device and openings assessed as surgical damage were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b3, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side 'seroma with pain and low grade fever.' Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side 'seroma with pain and low grade fever'. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side 'seroma with pain and low grade fever.' Device remains implanted.